Manufacturer narrative:
An evaluation of the returned instrument found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. A previous investigation found that the failure mode observed in this type of event, is due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces.

Event description:
During the surgery, the surgeon performed the reduction of the screw with strength, because it was difficult to move the reducer when reduction of the l4 screw left side. Then the tip part (jointed parts with the screw) of the reduction extender was broken. As the result, it was necessary to replace the screw due to the breakage of the instrument. When replacing the screw, the reducer did not move smoothly once again, but the set screw engaged slightly and the surgeon continued the fixation without any extra reduction. The surgery was completed with one-hour delay.